Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: on the las firing to remove the upper right lobe, on the last stroke of the handle, a lot of blood began to fill the cavity. Apparently a small branch off the pulmonary artery was torn which caused bleeding. It is unclear if or how the stapler was involved. The lower lobe, in addition to the upper lobe, had to be removed. The artery was sutured then the lower lobe was removed. The pt needed a pint of blood. No reinforcement material was used in conjunction with the stapling device.